Event description:
It was reported that the patient presented to the hospital for unrelated reasons and experienced an episode of syncope. Review of the strips revealed absence of v pacing with a period of atrial noise and ventricular lead noise. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.